Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid and abdominal pain. The breach in aseptic technique was further described as the patient made an unspecified mistake. On an unknown date, antibiotic treatment were discontinued. On an unknown date, the patient was later discharged and was recovered from cloudy fluid and abdominal pain. At the time of this report, the patient has not recovered from the peritonitis event. On an unreported date, the patient's catheter was removed and the patient was switched to hemodialysis (twice a week). It was not reported if the patient was retrained on the proper aseptic technique. H10: the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that there was no change in patient's condition, specified as "still in recovering stage". Pd therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event which was manifested by cloudy fluid and abdominal pain. The cause of the event was unknown. On an unreported date, the patient was hospitalized due to cloudy fluid and abdominal pain. On an unreported date, the patient was treated with vancomycin injection (1gm, route, frequency and duration not reported), amikacin injection ( 500mg start dose, followed by 100mg in one bag, per day, intraperitoneal, duration not reported) and imipenem injection (1gm, in one bag, per day, intraperitoneal and duration not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.